Event description:
The customer reported that the connector of the ac power module is pulled out and there is a broken wire.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.